Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide (B)(4). Approximate age of device ¿ 37 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient with multiple issues post hm3 implant. On (B)(6) 2018, the patient developed neuro changes, head CT was negative for stroke, electroencephalogram (eeg) showed diffuse encephalopathy. The patient developed diffuse serous drainage from chest tubes with possible rheumatologic reaction. The patient was started on steroids with no improvement and developed progressive myopathy, neuropathy, and debilitation. On (B)(6) 2018, the patient developed vancomycin-resistant enterococci (vre) bacteremia and was placed on daptomycin infusion. It was reported that the patient would need lifelong daptomycin as the lvad was likely seeded with vre. On (B)(6) 2018, the patient decompensated, was reintubated, developed worsening sepsis and required significant resuscitation efforts. The developed disseminated intravascular coagulation (dic) from sepsis, became anuric, required multiple transfusions and increased vasopressors. On (B)(6) 2018, the patient¿s family decided to withdraw support and the patient passed away. There was no autopsy and the pump will not be returned. It was reported that the lvad was working as intended. No additional information was provided.